Manufacturer narrative:
H6 correction: coding updated to reflect reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the short duration motor stall was never determined. All reported information had been received and confirmed by the account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving morphine (100 0 mcg/ml) via an implantable pump for unknown indications for use. It was reported that upon interrogation of the pump there was a motor stall and recovery on (B)(6) 2024. Rep stated there was no electromagnetic interference (emi) or magnetic interaction, the patient was just sitting in a chair at the time of the stall. Discussed motor stalls and pump replacement. Discussed minimum rate mode as needed if stalls returned.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 1000 mcg/ml at a dose of 309.8 mcg/day via an implantable pump for unknown indications for use. It was reported that upon checking the logs yesterday (B)(6) 2024), it showed a motor stall occurred on (B)(6) 2024 at 1606 and then the pump motor recovery occurred at 1646 on (B)(6) 2024. The patient stated at that time, he was sitting in his recliner chair watching tv and that there were no devices sitting on his lap.

Manufacturer narrative:
H6: codes have been updated to reflect new information provided. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.